Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was observed during analysis. As received a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation exposing the outer coil at proximal region of the lead consistent with friction to the device can.